Manufacturer narrative:
G4: 16apr2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the device and confirmed the ventilator was producing noise. The service technician adjusted the position of the vibration proof ring and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported that the ventilator produced an unknown noise. The device was not being used for treatment when the reported event occurred and there was no patient involvement.